Event description:
Caller reported damage to pump housing and usb area, specifically noting broken plastic around the screws rather than the usb port itself. Despite damage, customer's ability to charge the pump was not impacted, but the pump's watertight integrity could not be guaranteed. Cts resolved the issue by sending a replacement pump, and customer was instructed to store and return the damaged pump. Customer plans to continue using the current pump and alternate methods if necessary to ensure uninterrupted insulin delivery. There was no adverse impact to the customer's blood glucose level.